Manufacturer narrative:
B3: unknown; no information has been provided to date. Device has not been returned to manufacturer.

Event description:
An event occurred on an unspecified date involving a 7" (18 cm) appx 0.24 ml, smallbore ext set w/microclave¿, clamp, rotating luer. It was reported that it was difficult to infuse fluids through. Once infusion was initiated, the flow rate was reported to be very slow, even when a pressure bag was used. There were no patient involvement and no injury reported.